Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; proximal segment returned and analyzed.

Event description:
It was reported that the patient was syncopal twice, and when the patient stood up the patient passed out. The patient fell, hitting the forehead, resulting in an extensive laceration above the right eye requiring plastic surgery. There was no capture in the ventricle, with possible fractures of both leads noted. Fluoroscopy revealed no obvious fractures including at the 1st rib/clavicular junction. It also showed that the lead pins were fully seated across the setscrew in the header. A tug test was performed and the leads did not move. The leads were then connected to the analyzer, and there were a few instances of high impedance on both leads. The entire system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2011. (B)(4).